Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: during investigation, the pump would not boot up due to substantial moisture corrosion in the battery compartment. The battery compartment was cracked traveling to the bumper pad, and between the bumper pad and the cover. A leak test was performed and failed due to the battery compartment cracks. No defects were found to the battery cap.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.